Manufacturer narrative:
Force sensor resistor alarm during the basic occlusion test due to moisture damage on fsr. Pump passed displacement test, self test and a21 error test. Pump passed all operating currents tested within the spec range and passed off no power test. Pump received with cracked battery tube thread, corroded battery tube, cracked reservoir tube lip,cracked case near display window corners, cracked on display window and minor scratches on display window noted. No moisture damage on electronics assembly noted.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported a compromised force sensor system alarm and insulin squirt out during manual prime. Blood glucose reading was 105 mg/dl. Insulin pump was not dropped or bumped and there is no damage to the drive support cap. Advised pump needs to be replaced. Product is expected to return.